Event description:
It was reported that noise was seen on the rv sense/pace channel, resulting in inappropriate therapy delivery. The noise was reproduced during isometric testing. X-ray revealed damage near the suture sleeve.

Manufacturer narrative:
Na